Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device alarmed and displayed error code 242.4030 or a motor stall failure. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed error code 242.4030 or a motor stall failure. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced motor control board due to 242.4030 error and iui right side. ¿the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the lvp motor control board assy (error code 242.4030). A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 15sep2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarmed and displayed error code 242.4030 or a motor stall failure. There was no patient involvement.